Manufacturer narrative:
Device component code is related to device problem code for the problem of needle detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a transvigal sacrospinous colpopexy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the needle detached from the suture while pulling it through the ligament. It was found in the capio device cage. The procedure was completed with another uphold¿ lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.